Manufacturer narrative:
Unfortunately, no used or unused devices were returned to unomedical a/s. Due to the fact that no lot number was available the retained samples from the reserve lot could not be tested. If we receive the used device, we will test and evaluate and, if the result requires a f/u report, we will re-open the case and a f/u report will be submitted.

Event description:
(B)(6) called and stated that pt had passed away on (B)(6) 2011 at (B)(6) hospital. Cause of death is unk. Reporter stated that pt was not wearing the pump at the time of death and unsure of date pt last wore the pump before passing. Reporter agreed to send the set and had no add'l info to provide in reference to pt passing. Pt hcp info: (B)(6).